Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: pt presented with a distal tibial fracture was implanted with screws on (B)(6) 2012. Four weeks post-operative, the surgeon was able to have the pt load a part of the body. The porosis was confirmed and six weeks after the pt started to walk on crutches because the pt had no pain. In the third month post-operative, pt experienced sudden pain. X-rays were taken and the surgeon confirmed three proximal screws were broken and part of the fracture was dislocated a little. Pt was returned to the operating room on an unk date for removal of hardware. Unk as to what the pt was revised to. This is 4 of 4 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.